Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305109 and lot number 3194038. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Additional information received. Material#:305109; lot# 3194038. It was reported by the customer that the liquid didn't come out properly from syringe and they received only half the dose instead. Verbatim: rcc received a complaint via phone. Pir attached. Customer has problem with syringe. Liquid didn't come out properly from syringe and they received only half the dose instead. Please contact caroline at 450 248 2892 from pharmacy proxim pier alexandre rioux in bedford - ask for shelley if caroline is n/a sku# 305109; lot# 3194038; exp 2028/08/31. Follow up: 1.please provide the date of event. 3/1/2024. 2.please provide the customer address. Updated. 3. Is there any physical sample or sample photos/videos available? If yes, kindly share it for investigation. No.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#:305109. Lot# 3194038. It was reported by the customer that the liquid didn't come out properly from syringe and they received only half the dose instead. Verbatim: rcc received a complaint via phone. Pir attached. Customer has problem with syringe. Liquid didn't come out properly from syringe and they received only half the dose instead. Please contact caroline at 450 248 2892 from pharmacy proxim pier alexandre rioux in bedford - ask for shelley if caroline is n/a sku# 305109. Lot# 3194038. Exp 2028/08/31.